Event description:
It was reported that the patient with this implanted ICD presented to the emergency department reporting not feeling well and a fluttering sensation. Further details regarding this event wee requested but unable to be obtained. This device remains in service. No additional adverse patient effects were reported.